Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7153575. Medical device expiration date: 2020-05-31. Device manufacture date: 2017-06-02. Medical device lot #: 8045649. Medical device expiration date: 2021-01-31. Device manufacture date: 2018-02-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal of the bd nexiva¿ closed IV catheter system was defective. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the seal of the bd nexiva¿ closed IV catheter system was defective. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: received on nexiva catheter-adapter extension set along with 2 empty-open packages from lots 7153575 and 8045649 respectively. The needle assembly was not returned for evaluation. DHR review: 7153575: the lot number was built on nfa #1, from june 8, 2017 through june 10, 2017 8045649: the lot number was built on nfa #1, from feb 16, 2018 through feb 20,2018 all challenges, set-up and in-process samples were performed per quality control plan and all passed per specifications. Visual/microscopic evaluation: the unit had traces of patient residue visible throughout its components. Prominent traces of blood were present around the edge of the septum and the canister. The septum-canister assembly displayed it had been improperly assembled. Upon dissection it was discovered more damage was present on the canister and the septum (folds, creases, tears) water/air leak test: water/air leak test was performed by connecting the end of the lab supplied male slip luer test fitting to the adapter. No leakage was observed (presumably blockage caused from dry blood) end user risk analysis (eura) review was analyzed and causes of ¿septum leak¿ are misalignment of grippers during assembly of the cannula into the septum and insufficient lubrication during assembly of the septum assembly into the catheter adapter. Neither of these failure modes were able to be confirmed through the investigation. Probable root cause could be related to manufacturing. A definitive cause that triggered the damage observed on the septum assembly could not be determined. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Manufacturing representatives were made aware of the defect.